Event description:
It was reported that the ilet display was moving without touch input, and customer-provided video showed the device housing split along the screen bezel consistent with a hardware enclosure failure that affected touch responsiveness. Symptoms included unintended screen activation without user interaction. Outcomes included discontinuation of the affected pump and transition to backup therapy with continued cgm use. Investigation included remote troubleshooting, review of user-provided video evidence, confirmation of cleaning and absence of a screen protector, and arrangement for device replacement with return of the original unit. Investigation of this case revealed evidence of screen bezel separation leading to abnormal touchscreen behavior consistent with a device mechanical integrity issue affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical hardware failure of the device enclosure and display assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.